Manufacturer narrative:
The ophthalmic gas manufacturer was able to confirm that their retain sample contained the correct sulfur hexafluoride gas. The customer's sample was confirmed by a third party evaluation to contain the correct sulfur hexafluoride gas. A check of the complaint records showed no other complaints against the reported lot number. A check of the batch production record was performed which confirmed the product met specifications at the time of release. The ophthalmic gas manufacturer analyzed their retain sample which showed that the retain was the correct sulfur hexafluoride gas and that the sample passed all release criteria. The customer's sample was submitted to a third party for evaluation, where it was confirmed to be high purity of sulfur hexafluoride gas. Two trace level impurities estimated at less than 0.01% were found, which are typical trace-level impurities observed in medical grade sulfur hexafluoride gas samples. There was no problem found with the sample. Therefore, the root cause of the reported suspect of different gas cannot be determined conclusively. The root cause of the reported adverse reaction and medical intervention could not be determined. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that ophthalmic gas was instilled into a patient's right eye after which the bubble continued to expand despite three post operative taps leading to subsequent removal of the gas from the eye. The patient reportedly has no vision in the affected eye. Additional information has been requested. Additional information received further clarified that the procedure performed was a pars plana vitrectomy with gas and laser in the right eye to repair a retinal detachment. The ophthalmic gas used was mixed with 30% ambient air. The patient's vision is currently stated to be hand motion detection only.